Event description:
It was reported patient underwent an elbow arthroplasty on (B)(6) 2011. Subsequently, a revision procedure has been indicated due to a fractured ulna; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to correct information. Additional information received revealed the revision surgery occurred on (B)(6) 2014 and it was determined that the ulna bearing was not explanted during the revision procedure. The condyle kit was explanted, therefore it will be reported on this medwatch.

Event description:
It was reported patient underwent an elbow arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2014 due to a fractured ulna. During the procedure, the condyle kit was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." The following sections could not be completed due to the part/lot information could be: catalog number - 114818, lot number - 577310, expiration date - oct 31, 2015, manufacture date ¿ oct 13, 2010. Or the part/lot information could be: catalog number - 114817, lot number - 727200, expiration date - aug, 31, 2015, manufacture date ¿ aug 1, 2010.